Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was prescribed with antibiotics. It was unknown if the infection was device related.

Manufacturer narrative:
Additional information was received that lab results showed no sign of infection. The pateint was doing well. No further information could be obtained.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was prescribed with antibiotics. It was unknown if the infection was device related.